Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was blurry due to due to dirty coupler lens. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The issue was found during preparation for an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, that the subject device had blurry image. The issue was found, during preparation for an unspecified therapeutic procedure. That was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.